Manufacturer narrative:
B5-additional information: the reporter states, "after the patient implanted the first icl he had reduction in the bcva. After exchanging it the new lens retrieved the bcva." After exchange the bcva is 0.5. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation code (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -13.0/+6.0/044 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to refractive surprise. At a later date a same size different sphere/axis lens was implanted and the problem is resolved. The cause of the event is reported as unknown. The surgeon reports, "we implanted the ticl and we got a refractive surprise and low va of 0.1...so we removed the lens and did subjective refraction, there was a change in refraction, so I requested a transposed bcva test, we achieved the 20/40 which is the target."

Manufacturer narrative:
B5-the reporter now reports permanent loss of bcva as the reason for the lens change. Also reported, "icl was implanted and had a refractive error. I requested a new manifest refraction and bcva with a transposed refraction and concluded that the old lens refraction was not achieving the target so we had to redo the refraction again." Claim# (B)(4).